Event description:
The reporter stated that the surgeon started to insert three piece silicone lens model aq2033v into the pt's eye and then changed his mind on the style of lens, he wanted to insert. There was pt contact with the lens, but no pt injury. The reporter stated that there was no damage to the lens or any staar products during the surgery, however, it was reported that the haptic broke off when the technician removed the lens from the inserter to return it.

Manufacturer narrative:
A visual evaluation of the returned product shows the lens has a haptic torn off & missing. There is clear surgical residue on the lens.